Manufacturer narrative:
Concomitant product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they just moved here and have an appointment on (B)(6) 2015 with a health care provider (hcp). To resolve the lack of therapeutic effect, the patient had a rep reprogram the device several times. Additional information from the rep stated the patient had her appointment on (B)(6) 2015. An x-ray was done which was negative and showed lead placement top of t9 with the leads to the right side. The patient stated she had not ever received great coverage since her implant. Her trial lead was at the top of t8, which she did receive great coverage. The hcp talked with the patient about possibly doing a lead revision to try to move the leads up a little higher. They did increase oral medications at the appointment as well. There was no surgery date scheduled at this time. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a loss of therapy. The patient stated she was seeing her health care provider (hcp) in october. It was suggested to notify the hcp about the pain and have the hcp contact the device manufacturer¿s representative (rep) if needed. The patient never had therapeutic benefit. The patient stated she was not getting any relief for her right sciatic, right in the center. She cannot do a lot of walking. That was what her device was implanted for. The patient tried group a, b, c, d, and e. She was currently on group f, upright position at 5v. The patient was to follow-up with the hcp. The pain was in the right sciatic, in the center. The implant never helped with the pain. Medical history includes non-malignant pain. Additional information was received and it stated the patient met with the rep and had a reprogramming adjustment. The patient stated everything felt fine. The patient went to her primary care physician doctor appointment and was laying on the exam table and just about vibrated right off the table. The patient changed from program g to program f and the vibration had gone down, but the patient was still having pain in the right sciatic. This was a sudden change in therapy/symptoms. The patient tried to contact the rep, but her mailbox was full. The rep met with the patient on (B)(6) 2015 for another reprogramming. The rep tried to get coverage of her low back, right buttocks and down her right leg. Impedance check was done and was within normal limits. The patient stated she had great coverage until the 5-6 week post implant timeframe. The patient preferred a high density program because she does not like to feel the tingling sensation. The stimulation she received was right-sided, but they are unable to cover her low back and right buttocks/sciatic pain. The patient has an appointment on (B)(6) 2015, and the rep will be there as well. The patient has not had any recent x-rays done. The rep will give a report to the hcp. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient was getting a revision. They were considering leaving a lead in and not connected. It was reviewed that the abandoned lead would leave the patient ineligible for a full body MRI.